Manufacturer narrative:
The reported device has been returned; however the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported by (B)(6) from daybreak that a daybreak device was causing the patient to choke during sleep. Reportedly the device does not fit and popping off during sleep and causing them to allegedly choke. The patient began using the device on (B)(6) 2025 and the incident occurred (B)(6) 2026. The patient discontinued use of the device on (B)(6) 2026. No outside clinical evaluation was sought.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: DHR was reviewed by daybreak and no issues were found. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found, or broken connector just separated from the buttons. Delamination - layers were intact and did not separate. Discoloration - the device was unclear and discolored. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: (B)(4).